Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Post-surgical pain is normal and an expected event. Pain is subjective to each person. People have different levels of pain threshold, and nerve sensation and therefore treatment can vary. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Pain is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complained of intermittent left chest wall pain post lvad implant on (B)(6)2015. Sometimes sudden movements of the left arm would trigger the pain. The patient states, oxycontin ER 20 mg would help with pain, but roxicodone 5 mg taken for breakthrough pain is not very helpful. Her pain was being managed by cardiology, but four (4) weeks post implant patient is referred to pain clinic for management of pain. On (B)(6) 2015 patient is seen in pain clinic with pain level 10, sharp and stabbing. Pain made worse by activity sometimes and better by narcotics or nothing at times. Patient will follow up in 4 weeks. Patient to follow up with pain clinic monthly. No additional information available.

Manufacturer narrative:
Additional information received via clinical database indicated that the chest wall pain resolved on february 29th, 2016. Office visit note recorded on (B)(6) 2016 read that the patient did not have chest pain. The primary investigator reported that the event was related to the implant procedure and unrelated to the device or patient condition. After further review of additional information received the following sections have been updated. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.